Event description:
Procedure type: inguinal hernia repair. Balloon would not inflate. Defective seal. Called down another dissector. Longer case time. There was no bleeding reported in excess of 250cc. There was no tissue damage or unanticipated tissue. Loss. Operation time not extended over 30 minutes.

Manufacturer narrative:
(B)(4).